Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 6/27/2019. Device evaluation summary: according to the information received a deflation of the breast implant was reported. During evaluation of the sample, a tear measuring 0.7 cm was observed on the posterior view. Shell abrasion was observed in the anterior and posterior view. Additionally, shell abrasion was found within the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/11/2019 mentor became aware that the following statement was erroneously omitted from the supplemental report submitted on that same date: a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: right- mentor smooth round moderate profile saline breast prothesis, 425cc. Catalog # 3501670, lot # 192197. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced a deflation on the left side post-operatively. The deflation was confirmed by a physician. As a result, bilateral prosthesis replacement with 425cc mentor smooth round moderate plus profile saline prostheses took place on (B)(6) 2019.